Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2015 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: on investigation, the alleged damaged casing issue was verified. The paint on the casing was scraped and scratched at the display lens. The pump powered up properly and no tactile issues were found with the buttons.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue with pump casing around display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.